Event description:
Patient had two vein grafts anastomosed with aortic connectors. Nine months postoperatively, cardiac catheterization demonstrated both grafts were occluded and ptca was performed. The patient had a history of hypertension.